Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose on (B)(6) 2024 at 3:30pm. Paramedics were called and they gave him water and sugar intravenously. Customer said he was not able to get the sensor connected to him due to the needle bending during insertion, so he was delivering large amounts of insulin (too much insulin) manually through the pump. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Smartgaurd was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with emergency medical services. Troubleshooting was performed. The customer was not able to get the sensor connected and was delivering large amounts of insulin. The event involved product(s) mmt-332a, unomedical and mmt-1884. The customer reported low blood glucose. No further patient complications were reported. No product return was required for mmt-332a. No product return was required for unomedical. No product return was required for mmt-1884.